Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3, d8, and d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the findings reported. The following faults were identified: crack in up/down knob/angle wires were stretched/crack in rubber and lastly debris was observed. The investigation is ongoing and a follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the evis lusera colonovideoscope had an air/water leakage. Upon inspection and testing, a foreign object was found in the nozzle. There were no reports of patient harm associated with the event. This medical device report is being submitted to capture the reportable malfunction found during evaluation.